Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on (B)(6) 2011, patient underwent a l5-s1 fusion surgery. Reportedly, the patient was implanted with rhbmp-2/acs in this surgery and the patient has increased fear of cancer. The patient had follow up care after the first surgery. Allegedly, "the patient experienced high fevers and was unable and decreased ability to move around and participate in basic every day activities without needing assistance. The patient also had new and increased pain in her legs, lower and mid back, and in her hips and buttocks following the surgery."